Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: a review of the black box showed evidence of call service 128 alarms. The alarms were defined as a post delivery motor power supply fault. The pump powered up with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to a case seal, and below the grip pad. The battery compartment threads were damaged. No evidence of moisture was found inside the battery compartment. The audio bolus button cover was detached/missing. Evidence of moisture contamination was found on the audio bolus button switch contacts. The current draws were within specifications. A leak was found in the missing audio bolus button cover. A battery life issue was not duplicated during investigation.